Event description:
It was reported that a critical procedure could not be completed on the epiq 7c ultrasound system, due to an image artifact. The surgery was able to be completed after the system was exchanged. There was no patient or user harm associated with this event. The customer¿s immediate concerns were addressed by a third party and additional information is being obtained.